Event description:
Globus medical was notified that a revision surgery had taken place on (B)(6) 2012 for the removal of fractured rod. Initial surgery took place on (B)(6) 2010 to perform a t6 to s1 posterior spinal instrumentation fusion. X-rays revealed rod was broken, and revision surgery took place on (B)(6) 2012. The fractured rod between l2 and l3 on the left side of the spine was removed, and a new rod was placed in pt.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 5.5mm cocr, 500mm straight rod design conforms to all applicable standards, and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. The date of manufacture cannot be determined without a lot number.